Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Brand name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 15 extended offset. Concomitant medical products: 00875705601, shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, 61948817. 00877504002, bioloxâ® delta, ceramic femoral head, m, ã¸ 40/0, taper 12/14, 2525736. 00877501240, bioloxâ® delta ceramic taper liner, size kk / 40 i.d. For use with 56 mm o.d. Size kk shell, 2545276. Report source: (B)(6). Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-00949. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported at the seven year visit, the patient is experiencing moderate pain, difficulty ambulating, and decrease in rom. Attempts have been made and additional information on the reported event is unavailable.